Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was active. The customer did not alleging insulin pump was over delivering. Customer stated that the sensor had sensor updating and a change sensor alert. The insulin pump will not be returned for analysis.